Manufacturer narrative:
This product is not marketed in the us no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -14.00/+2.5/139 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6) 2018. Excessive vault was observed. As of the date of MDR reporting the lens remains implanted, it was reported that the surgeon plans to exchange the lens. If additional information is received a supplemental medwatch report will be submitted.